Manufacturer narrative:
The phenom catheter was returned for evaluation within its inner pouch and carton box. As received, the phenom appeared to be separated into two segments. The distal separated segment measured approximately 26.9 cm and the proximal segment measured approximately 132.6 cm. The phenom was found to be kinked approximately 15.5 cm from the distal tip as well as approximately 7.5 cm and 19.5 cm from the proximal end of the hub. The tubing material at the broken ends exhibited jagged edges, exposed elliptical wire, stretching and necking of the inner liner. The catheter was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through and became stuck at the damaged locations. Device investigation is ongoing. A follow-up MDR will be submitted when investigation is completed. Mdrs related to this event: 3012113714-2017-00002, 3012113714-2017-00003.

Event description:
Medtronic received report of phenom tip separation during a demonstration. A sterile phenom catheter was opened for demonstration purposes. A medtronic representative held the catheter by the very distal tip near the marker band and proximal of the distal tip joint, then applied tension to the catheter. The catheter separated near the distal joint. It was reported that the distal tip broke off ¿very easily without any stretching¿. Afterward, a second sterile phenom catheter was opened and it was reported that the same issue occurred. There was no damage to the packaging or evidence of tampering.

Manufacturer narrative:
Device evaluation based on the provided photos, analysis findings, the reported information, the complaint of phenom separation was confirmed. The broken ends of the phenom catheter exhibited jagged edges, exposed elliptical wire, stretching and necking of the inner liner, which indicates that the catheter separated when the tensile strength of the tubing material was exceeded. The damage observed on the catheter body (kinking and flattening) suggest that excessive forced was used, subsequently causing the catheter to become separated. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.